Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used to manage pain caused by bile duct stones during a stent placement procedure performed on (B)(6) 2024. It was reported that there was "no response to the intraoperative procedure." The procedure was completed using another device of the same type. No known patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable. It was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." However, the physician did not adhere to the steps outlined in the IFU. Note: this complaint has been deemed MDR-reportable based on the investigation results, which revealed that the stent barb was torn. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter's address: (B)(6); reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a0414 captures the reportable investigation findings of stent barb torn. Block h11: a flexima biliary preloaded stent was received for analysis. Visual examination of the returned device revealed that the guide catheter was kinked, the push catheter suture hole was torn, and the stent barb was torn. No other damage was observed on the device. Product analysis confirmed the reported event of stent failure to deploy. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. It was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, the flexima biliary stent with delivery system IFU specifies: "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." Failure to follow these instructions likely contributed to the stent's inability to deploy. The guide catheter was likely kinked due to the force applied when attempting to deploy the stent. This may have occurred because the IFU was not followed, or as a result of complications during the procedure, causing the guide catheter to be unable to withstand the applied pressure. Additionally, failure to use the barb flap cover during stent insertion likely affected the stent barb, resulting in damage. The force exerted during deployment attempts may also have torn the push catheter suture hole. Therefore, a review and analysis of all available information, the most probable cause of the reported event is failure to follow instructions.